Event description:
Reporter alleged that a patient received the results of 162 mg/dl and 404 mg/dl on inform system 1 compared back to back within 10 minutes of a result of hi (greater than 600 mg/dl) obtained on inform system 2. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. (B)(4): will not be returned to manufacturer.